Manufacturer narrative:
As of the date of this report, the instrument has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. If additional information is received, a follow-up MDR will be submitted. System error log review was conducted for a procedure on 04-mar-2021 on system sk3746. Start of procedure and following mode was captured but the end of procedure was not recorded. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments and all, but one, reusable instruments have been used in subsequent procedures. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was reported that after a da vinci-assisted right hemicolectomy procedure, an unspecified leak was identified. The patient¿s hospital stay was extended due to the leak.

Event description:
It was initially reported that after a da vinci-assisted right hemicolectomy procedure was completed on 04-mar-2021, an unspecified leak was identified. The patient¿s hospital stay was extended due to the leak and the patient was discharged from the hospital on 16-mar-2021. It was reported that no external staplers were used during the case. It was reported that the patient was not septic and no second procedure was required. However, the following was unknown: what symptoms the patient presented with, how was the unspecified leak identified, and what medical intervention was required for the leak. On 23-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon: after a da vinci-assisted right hemicolectomy procedure was successfully completed without errors and without complications on 04-mar-2021, an unspecified anastomotic leak was identified. The surgeon said that the ¿anastomotic leak was due to clinical reasons¿. The patient, ¿had developed a post-operative ileus¿ and ¿free air¿ several days post-operatively. A computed tomography (CT) scan identified the issue, and the patient was, ¿put on bowel rest, npo status, antibiotics, tpn (total parenteral nutrition), and a percutaneous drain was inserted¿ all of which resolved the issue. The surgeon said that there was an extended hospital stay from 04-mar-2021 ¿ 16-mar-2021 but that the patient was doing well now at home